Event description:
The patient experienced decreased stimulation coverage of his lower leg and foot. Impedances greater than 4000 ohms were read for electrodes 12, 13, 14, and 15. The hcp was considering extension and lead revision. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Lead or extension.